Event description:
Procedure: lobectomy. Reportedly, during the procedure the stapler did not work properly and the surgeon extended the operation time one additional half an hour. After another new device was provided, the operation was finished with no reported injury or adverse effects to the patient.